Manufacturer narrative:
As of today this device has not been returned.

Event description:
It was reported that one month post implant, this right ventricular (rv) lead exhibited loss of capture (loc). An x-ray confirmed lead dislodgement. Attempts to repositioned the lead were complicated by helix issues. The lead was explanted without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.